Event description:
It was reported that the rv lead was explanted due to high lead impedance, greater than 200 ohms, seen at follow-up and an apparent lead fracture. No patient complications were reported as a result of this event and the patient's condition was noted as good.